Manufacturer narrative:
Medical device expiration date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 2 bd pen ndl 32g 4mm pro had foreign matter on the device and were unable to deliver insulin or medication. The following information was provided by the initial reporter : the customer reported that the needle npe seemed to be covered with something like plastic and drug did not come out.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 9/8/2021. H.6. Investigation: one open 32g x 4mm pen needle sample was returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned sample and a broken non patient end of cannula was observed. Due to the condition the sample was returned no clog test could be carried out. No foreign matter was observed on the returned sample. No DHR review can be carried out as lot number is unknown. As the sample returned was open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that 2 bd pen ndl 32g 4mm pro had foreign matter on the device and were unable to deliver insulin or medication. The following information was provided by the initial reporter : the customer reported that the needle npe seemed to be covered with something like plastic and drug did not come out.